Manufacturer narrative:
The gore® molding & occlusion balloon catheter was reported separately under MFR number 3007284313-2021-01379. A review of the manufacturing records verified the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but is not limited to vascular trauma.

Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The trunk ipsilateral leg endoprosthesis was implanted below the renal arteries. Gore® molding & occlusion balloon catheter was used as touch-up ballooning. At the final angiography, aortic dissection was detected near the proximal neck. As a treatment, an aortic extender component was additionally implanted in the proximal neck. The patient tolerated the procedure. It was reported the dissection might have been occurred due to the balloon touch-up.